Manufacturer narrative:
Product analysis: the analysis could not confirm the customer comment of the external pulse generator (epg) turned off while in clinical use with a patient. The epg passed all automated and bench testing with no anomalies observed. It was also determined at analysis that both output connector assemblies were contaminated inside, and the ventricle output connector was damaged inside. The hanger was contaminated, and the upper case was stained, contaminated and dented. The keypad coating was missing and was out of specification (mechanical). The window was scratched and chipped. The lower case was dented and scratched. The main label was damaged and both wires on the lcd were pinched (wires exposed). The red insulation on printed circuit board (pcb) routed over battery drawer. All four encoder nuts were contaminated(blood), both output connectors and hanger screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) turned off while in clinical use with a patient. Patient was mobilizing around room with assistance. The patient was 100% paced with epicardial wires and epg. When patient was standing, they didn't feel well and the monitor showed ventricular standstill and the patient lost consciousness. When nurse inspected the epg, it appeared to be off / blank. Had to be turned on by nurse and put into emergency mode. Patient regained capture and consciousness after this. During the incident, the epg had been hanging on IV pole freely. The epg battery was working appropriately when turned on again. The current status of the epg is unknown. No further patient complications have been reported as a result of this event.